Event description:
It was reported that the cylinder of this ambicor penile prosthesis (app) herniated on the left side. The app was explanted and replaced with an ams 700. There were no patient complications reported.